Manufacturer narrative:
Product event summary: product performance information was received, analyzed, and the right ventricular (rv) pacing impedance was undefined. The daily rv pace impedance varies between 1000 and greater than 3000 ohms for the 14 days recorded (B)(6) 2012 to (B)(6) 2012. The weekly maximum rv pace impedance averages approximately 1000 ohms for 78 weeks with a maximum of approximately 2000 for the week ending (B)(6) 2012 and greater than 3000 for the week ending (B)(6) 2012. Oversensing/noise was also noted as 14 ventricular non-sustained tachycardia episode occurred between (B)(6) 2012 and (B)(6) 2013 with the average cycle length less than 210 ms. Alerts were also noted to be triggered. Our lead integrity alerts occurred between (B)(6) 2012 and (B)(6) 2012. One alert occurred for out of range lead impedance on (B)(6) 2012.

Event description:
It was reported that right ventricular lead had high impedance and was oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that right ventricular lead had high impedance and was oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor was flexed.

Event description:
It was reported that right ventricular lead had high impedance and was oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.